Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device could not be reopened while applied to patient tissue. The device was removed from the tissue manually, using extra force. Minor bleeding occurred because the surgeon had cut the tissue when it was not sealed, although an endtone (indicating a completed seal cycle) had reportedly been heard. There was no injury to the patient, and a new device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of follow-up report : 01/22/2015. One used ls1020 device was returned and evaluated. Visual inspection found no defects. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily, the device reopened without difficulty, and no bleeding occurred. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.